Event description:
Customer reported via phone call that display screen was dark and the only way to view display was to turn light on. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a ghosting display after button presses due to a shorted liquid crystal display driver board. The insulin pump was received with minor scratches on the display window.